Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3093-28, lot# v318137, implanted: (B)(6) 2009, product type lead; product ID 3093-33, lot# v309454, implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional reported that the patient turn off the implantable neurostimulator (ins) a few years ago and had not worked since. The hcp was unable to clarify the cause. It was then noted that the ins was turned off due to end of battery.

Event description:
It was reported that the patient¿s device had not worked in years. The patient had not had the device on in years as it never did anything for them since implanted. The patient needed an MRI of the brain and it was not related to the device. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.